Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 555 mg/dl. It was stated that the customer received a motor error alarm when attempting to deliver a correction bolus. Troubleshooting was performed and the insulin pump continued to alarm motor error during the rewind.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.